Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that multiple, ongoing occlusion alarms occurred. A pump air leak test was completed and no issues were identified. There was no reported impact to customer's blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy.